Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. Even though root cause can be identified at this time post operative activities may have contributed to alleged event.

Event description:
During literature review it was identified that between the dates of march 2018 and march 2020, 105 patients underwent lateral interbody procedures were one patient was found to have an incisional hernia that required repair two months postoperatively. It is unknown if nuvasive¿ s products were used with this alleged case as multiple manufactures were referenced in article.